Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was damaged when she changed the reservoir. The lip around the reservoir compartment broke off and the rubber seal came out. Her reported blood glucose level was 160 mg/dl. The pump at the time of the event functioned properly but she was afraid that in the future it would not. She also has trouble reading the screen. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product is not being returned. Nothing further to report.